Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient reported she had surgery on (B)(6) 2004, at which time the surgeon implanted four uss pedicle screws (B)(4) with an associated plate of (B)(4). She complains that several times a day the whole thing turns into a positive pole. It bothers her, especially the amalgam in the teeth. These teeth are now gone. Sometimes she experiences tingling. She would like to know what is the composition of (B)(4); what percentage of each; which redox potential for (B)(4). According to a product manager at depuy (B)(4) the screws made of (B)(4). This complaint is for an unknown screw. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is on an unknown screw, part and lot numbers are unknown. (B)(4).: without a part number, the 510k number cannot be provided. Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint handling unit reported since the concerned article was not returned for analysis and the exact article/lot number is not known the complaint cannot be fully analyzed and we are not able to give a conclusive statement regarding a possible failure reason. Reported as (B)(6) 2004 date verified to be (B)(6) 2004. This report is for 4 unknown screws, part and lot numbers are unknown.

Event description:
In 2004 the surgeon used larger packages with screws in various thicknesses and lengths, all uss ii. Verification of the composition of the materials was questioned with regards to if all parts are made of pure titanium. The product manager responded with a confirmation of the materials used for synthes metallic surgical implants, this confirmation is available in the original complaint file with synthes